Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: received an email from ebme department on the 29th regarding a possible fault with the ventilator. "We had an incident with a patient last night, he had a cough and then appeared to not ventilate. The resp rate went extremely high and the patient did not look to be ventilating. He was taken of the vent and ventilated by hand which was easy, all the filters and flow sensor were changed but none were wet, he done this again very quickly so we took him off and changed the actual vent and all the tubing. Later through the night he coughed spontaneously and this happened again but he settled on his own. He did have very thick secretions but we have not seen this happen before. We are unsure if this was a mechanical problem or with the patient. Could someone please come and review the ventilator just in case.". Summary: spont mode - asv trigger rejection.

Event description:
The following was reported to hamilton medical ag: received an email from ebme department on the 29th regarding a possible fault with the ventilator. "We had an incident with a patient last night, he had a cough and then appeared to not ventilate. The resp rate went extremely high and the patient did not look to be ventilating. He was taken of the vent and ventilated by hand which was easy, all the filters and flow sensor were changed but none were wet, he done this again very quickly so we took him off and changed the actual vent and all the tubing. Later through the night he coughed spontaneously and this happened again but he settled on his own. He did have very thick secretions but we have not seen this happen before. We are unsure if this was a mechanical problem or with the patient. Could someone please come and review the ventilator just in case." Summary: spont mode - asv trigger rejection.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.